Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay nbs custom device. The relay nbs custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). Based on the information available, the exact root cause of the failure mode experienced could not be determined.

Event description:
The complaint report described the issue the physician experienced as: "the device was designed to treat the a penetrating atherosclerotic ulcer at the level of the aortic arch, in order to preserve the patency of the brachiocephalic trunk and left common carotid artery ostia. Surgical bypass was performed in a previous procedure. The delivery system was introduced over a stiff guide-wire and advanced through the left femoral artery until reaching the middle portion of the descending aorta with the total length of the outer sheath. Having the controller in position 1, the system was advanced to the intended location. It took three attempts to rotate and align the fenestration markers retracting the inner sheath to a straight region in the descending aorta. The inner catheter was advanced to the intended deployment area once the graft was correctly oriented and aligned according to the radiopaque markers. In position 2, under rapid pacing the physician started to pull back the grey handle in order to deploy the graft. Extremely high resistance from the device was experienced causing a slower deployment of the graft and a misalignment of the fenestration covering the totally the bct ostium and partially the lcca take off. The surgeon tried repeatedly to snare from the right femoral artery the wire that was inside the bct from the brachial access to introduce a balloon and align the fenestration but it was no feasible. Then he opted to convert to a chimney technique placing balloon expandable covered stents in the bct and lcca. Completion angiogram showed recovering of normal flow successfully. During the retrieve of the delivery system it was observed resistance at the level of the distal portion of the left common iliac artery that supposed a tearing of the inner layer of the artery. It required maneuvers with surgical tools to remove it safely. Once the system was out, it was observed absence of the polyester "v" patch in the inner sheath and the support wires of inner catheter seemed to be in between of the inner and outer sheath." Patient outcome: "patient is stable and evolving well."